Manufacturer narrative:
The pump was received with normal operating currents. Also, the pump passed the self-test, unexpected restart, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm, a motion sensor test failure alarm and a motor position encoder error alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.